Event description:
Review of decoder data shows that the device was interrogated on (B)(6) 2012 at the reported pulse disabled state. The battery voltage at this time was 3.048 volts.

Event description:
On (B)(4) 2013, it was reported that this vns patient underwent generator revision on (B)(6) 2013. The patient was seen for consult on (B)(6) 2013 due to near end of service generator status. The explanted device was discarded.

Event description:
A copy of the physician's (neurologist) flashcard was received however no cause for the "vbat<eos threshold" could be found.

Event description:
On (B)(6) 2012, additional follow up was conducted with the physician. It was determined that, as of (B)(6) 2012, the patient was still implanted with this device. Additional follow-up showed that in (B)(6) 2011, the patient had a seizure; however, no additional information was available for events affecting this patient during this time. Attempts for additional programming history were made. Software flashcards were returned with new programming history for (B)(6) 2012. System diagnostics were available for these dates.

Manufacturer narrative:
Review of decoder data. Event date, corrected data: review of decoder data shows that the event occurred on (B)(6) 2012. This report is being submitted to correct this information.

Event description:
Additional programming history was received and reviewed. The most recent data available is from (B)(6) 2013 at which time the device was interrogated at a disabled status due to the device being at end of service. Review of the total available data for this device shows that the battery depleted at an expected rate. The patient was referred for generator revision, and surgery is likely but has not taken place.

Event description:
It was reported that a vns patient received a "vbat<eos threshold" warning message, via images of the handheld screen, during the initial interrogation of the device at a routine follow up visit. A review of the image corresponding to the parameter screen identified that the battery status icon is a 100% and that patient settings had been interrogated at 0/30/1000/30/1.8/0/60/1000 after receiving the pulsed disabled warning message. Using the programming history from the patient's last implanted generator (m102 sn: (B)(4)), it was identified that the patient had previously been at an output current of 2.75ma (2.75/30/1000/60/3). Using the eos projection information within manufacturer's product labeling assuming that the patient is programmed to the same output current the approximate time from battery beginning of life to eos is 1 year. Given the patient's implant duration ((B)(6) 2011), pulse disablement due to "vbat<eos threshold" in addition to a battery status icon of 100% is an unexpected event. It is suspected that the cause of the condition was determined to be the result of a generator asic latch-up condition precipitated by the use of electrocautery or esd from the hex screw driver during the implant procedure however this has not been confirmed. The generator's device history record (DHR) was reviewed; all line items were verified to have been signed off, all electrical tests/visual inspections were passed and there were no unresolved ncr's prior to device shipment. Follow up with the site revealed that the last time the device could be interrogated without issue and was on (B)(6) 2011. The patient did have an x-ray of the abdomen after (B)(6) 2011 and before the"vbat<eos threshold" message was received. The patient was in recently and the device could be interrogated without any issues. Good faith attempts to obtain copies of the neurologist and surgeon's flashcards have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.

Manufacturer narrative:
Review of additional programming history.